Manufacturer narrative:
This report is submitted on december 07, 2018. (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2018 due to infection of mastoid cavity. The patient was reimplanted with another device during the same surgery.